Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and arrhythmia ("arrhythmia") in a female patient who had essure (ess205) (batch no. 623641) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), arthralgia ("hips pain and joints pain"), pain in extremity ("legs pain"), headache ("headache"), fatigue ("chronic tiredness and fatigue"), muscle spasms ("muscle cramps"), overweight ("overweight") and anxiety ("anxiety"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arrhythmia, arthralgia, pain in extremity, headache, fatigue, muscle spasms, overweight and anxiety was resolving. The reporter considered anxiety, arrhythmia, arthralgia, fatigue, headache, muscle spasms, overweight, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: she referred that since the product removal, her improvement has been fantastic, therefore, she considered her problems were due to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and arrhythmia ("arrhythmia") in a female patient who had essure (ess205) (batch no. 623641) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), arthralgia ("hips pain and joints pain"), pain in extremity ("legs pain"), headache ("headache"), fatigue ("chronic tiredness and fatigue"), muscle spasms ("muscle cramps"), overweight ("overweight") and anxiety ("anxiety"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arrhythmia, arthralgia, pain in extremity, headache, fatigue, muscle spasms, overweight and anxiety was resolving. The reporter considered anxiety, arrhythmia, arthralgia, fatigue, headache, muscle spasms, overweight, pain in extremity and pelvic pain to be related to essure (ess205). The reporter commented: she referred that since the product removal, her improvement has been fantastic, therefore, she considered her problems were due to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.